Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, inappropriate mode switches due to intermittent far r-wave oversensing were observed. Programming changes were made. The patient will continue to be monitored.